Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Found high pressure and no disposable messages in the event history logs. The customer stated problem was not duplicated. Found fluid ingression on the downstream sensor cause failed at pressure testing station psi. Replaced faulty downstream occlusion sensor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured mar. 2017, and is out of warranty. Therefore, no manufacturing DHR review is needed.

Event description:
It was reported that cadd legacy pump failed pressure test, during testing. No patient injury reported.